Event description:
Customer reported being hospitalized for dka. Customer had sudden high bgs the night prior to hospitalization. Instructed costumer to change out set and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.